Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: review of the black box data revealed several unexpected power on reset events recorded on (B)(6) 2016. The battery compartment/cap was undamaged and able to fit securely to maintain electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly with no power interruption or any errors, alarms or warnings occurring during the investigation. Investigation did not duplicate the ¿power¿ complaint. And the product performed within required specifications. The pump cover was removed for further investigation; moisture corrosion was found to the power printed circuit board and to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.